Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected and led to peritonitis coincident with peritoneal dialysis therapy. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information, h10: a CAPA has been opened to further investigate the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information d11, h3, and h6. Additional information for b5: the patient was not hospitalized for the previously reported peritonitis (previously, it was reported that the patient was hospitalized for the event on the day of onset). H10: the device was received for evaluation and photographs were also provided for evaluation. Visual and functional inspection of the device and the photographs was performed. Visual inspection identified the patient adapter was separated from the tubing. Sample analysis verified the reported condition. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). B5: upon follow up, it was reported that dianeal therapy was ongoing via automated peritoneal dialysis. Eight days after the onset of peritonitis, the patient was recovered from the event ¿with the antibiotics and the patient was in good condition¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information: the previously reported peritonitis was manifested by abdominal pain and turbid effluent. The cause of the previously reported peritonitis was unknown but was reported to be due to an accidental disconnection. On an unreported date, the patient was hospitalized for the previously reported peritonitis. On an unreported date, the patient began treatment with cephalothin 1 gram during seven days intraperitoneally (duration not reported) and amikacin 100 milligrams during seven days intraperitoneally (duration not reported) for the previously reported peritonitis event.